Event description:
It was reported that it was not possible to interrogate the device. Multiple attempts and programmers were tried, but were all unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The battery depletion was the result of high current internal to the l364 ic "u2".